Manufacturer narrative:
Concomitant medical products: serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three weeks post-implant of an implantable pulse generator (ipg), the bipolar lead impedance value was measuring consistently high and the issue could not be corrected. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.